Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting device return to manufacturer.

Event description:
It was reported that prior to a hip replacement procedure, it was noted that the blade was broken at the mount where it fits into the handpiece. It was also reported that this event did not occur during a surgical procedure and there was no delay or adverse consequences as a result of this event.

Event description:
It was reported that prior to a hip replacement procedure, it was noted that the blade was broken at the mount where it fits into the handpiece. It was also reported that this event did not occur during a surgical procedure and there was no delay or adverse consequences as a result of this event.

Manufacturer narrative:
Investigation results indicate that the failure evident on the returned part was due to a vertical force being induced during insertion of the blade. The IFU of handpieces associated with this device warn the user against this type of use: "do not apply excessive pressure, such as bending or prying, with a cutting accessory to prevent fracturing and/or excessively heating the accessory." The IFU of handpieces associated with this device provide detailed instructions on the correct installation of the cartridge. The quality investigation is complete.